Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Reportedly, the battery gauge increased from 40%-45% and 25%-30% without being plugged into a power source. There was no reported impact to the customer's blood glucose level. Recommendation was made to monitor the battery gauge level.